Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the deflectable videoscope exhibited a b31 scope communication error code due to a damaged charged coupled device unit and a connector section identification function failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions would likely be a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be detected/prevented by following the instructions for use which state: instructions for operation manual: chapter 3 preparation and inspection. Section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.